Event description:
Reporter alleged blood glucose on the advantage system of 207 mg/dl while experiencing symptoms of low blood glucose; twenty minutes later, ems measured blood glucose as 39 mg/dl. Customer was taken to the hospital, treated with IV glucose and food, after which the customer felt better. A request was made for the return of the suspect device and replacement product was sent.